Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing bleeding after application of an adc device and subsequently experienced loss of consciousness. Customer further experienced pain and bruising and was helped by her husband. Customer had contact with her doctor, however no further treatment was reported. There was no report of death or permanent injury associated with this event.